Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract one non-functional cardiac lead. During the procedure an av fistula was identified and while using the glidelight arterial bleeding was noted. The patient's blood pressure dropped but was treated with blood and fluids. The glidelight remained in place to promote tamponade of the pseudo aneurysm and the physician implanted to new system on the left side. The av fistula was then stented and the patient was discharged without further intervention. It is of the opinion of the physician that the av fistula was likely not caused/contributed to by the use of the glidelight; however exact cause could not be determined.